Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report # 1627487-2018-03638, it was reported that patient was experiencing ineffective therapy. As a result, patient underwent surgery on (B)(6) 2018 to replace the drg leads. Reportedly, effective therapy has been restored post operatively.